Event description:
Customer reported unusual blood glucose readings. The customer stated his blood glucose was running high, around 300 mg/dl to 350 mg/dl. The customer's blood glucose was 254 mg/dl at the time of the call. The customer stated he would treat himself with a manual injection. Troubleshooting for the insulin pump found insulin was able to exit from the tubing and there was no leak. The customer also reported seeing air bubbles near the quick release cap of his insulin pump. The customer was advised to deliver 5 units of fixed prime until the air bubbles are no longer visible. He was also advised to store his insulin at room temperature. He also reported having a low blood glucose of 50 mg/dl the prior night. The customer treated himself with a manual injection. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).